Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacture employee. A process improvement plan and training are in place.

Event description:
A pump memory error occurred during pump update or interrogation. The pump was programmed to stopped mode. The pump was reprogrammed which resolved the issue. A volume discrepancy was also reported. The actual residual volume was 2.1 ml and the expected residual volume was 1.7 ml. It was later reported that the pump was "not defective." A pump replacement was scheduled "due to age." No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not provided.